Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and collimator calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No pt death or serious injury was reported related to this event.